Manufacturer narrative:
It was initially stated that the therapy pcb assembly resolved the reported issue. After further evaluation, it was determined that the therapy pcb assembly was not the cause. Physio-control proceeded with device repairs and additionally replaced the system controller user interface pcb assemblies and the flex cable assembly which connects the user interface pcb assembly to the pcb stack. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control determined that the cause of the reported failure was due to an open line, designator c3 on the plug connector side (p21) of the flex cable assembly which connects the user interface pcb assembly to the pcb stack.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device no longer powers on. The customer reported that this occurs on ac and dc power. There was no patient use associated with the reported issue.